Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effects of atrial perforation, pericardial effusion appear to be due to case-related circumstances. The reported patient effects of cardiac perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial perforation and pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was no complication due to the transseptal puncture. A mitraclip xtr clip delivery system (cds) was advanced, and at some point during the straddle and steering down to the valve, the left atrium was lacerated. The effusion was noticed when the clip was in position to be deployed. The physician waited for a minute to get the effusion under control; however, the effusion continued to grow. The cds was removed without reported issue, and protamine sulfate was administered to reduce the effects of heparin. Pericardiocentesis was then performed. After pulling about 400cc of blood, the patient was sent to surgery because the bleeding had not stopped. During surgery, a laceration was noted in the dome of the left atrium. The surgeon applied stitches and stopped the bleeding, and the patient was observed to be stable. The procedure concluded and no clip was implanted in the patient. There was a clinically significant delay in the procedure due to the surgery. The patient will undergo a mitraclip procedure to reduce mr; however, a procedure date is not yet scheduled. No additional information was provided.